Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and inflammation ("inflammation in right foot") in an adult female patient who had essure (batch no. B06098) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastritis, neck pain, vaginal itching, excessive menstruation, frequency of menses, fibroadenoma, cystitis interstitial, hemorrhoids, impaired healing, dysfunctional uterine bleeding, vaginitis, paratubal cyst, vaginal odor, chest pain, uterine bleeding, nabothian cyst, leiomyoma, endometriosis, endometrial hyperplasia and dysplasia. Concomitant products included fluconazole (diflucan) and metronidazole (metrogel). On (B)(6)2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammation (seriousness criterion medically significant), allergy to metals ("nickel allergy") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pain in extremity ("pain in right big toe") and bacterial infection ("bacterial infections/continuous infections that resembled a bacteria infection"). The patient was treated with surgery (foot surgery exploratory and hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and allergy to metals outcome was unknown and the inflammation, vaginal discharge, pain in extremity and bacterial infection had resolved. The reporter considered allergy to metals, bacterial infection, inflammation, pain in extremity, pelvic pain and vaginal discharge to be related to essure. The reporter commented: patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: vaginal discharge, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received : lot no. Was added. Previous event infection was replaced with "bacterial infections/continuous infections that resembled a bacteria infection. New events inflammation in right foot, pain in right big toe, vaginal discharge, nickel allergy were added. Outcome of events, "foot pain, inflammation, vaginal discharge, bacterial infections" were changed to "recovered/resolved". Reporter contact information was added. Patient's demographics were added. Medical history was added. Concomitant medications were added. Lab data was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), autoimmune disorder ('autoimmune disease ') and inflammation ('inflammation in right foot/ I had similar symptoms in big toe where inflammation kept forming') in an adult female patient who had essure (batch no. B06098) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastritis, neck pain, vaginal itching, excessive menstruation, frequency of menses, fibroadenoma, cystitis interstitial, hemorrhoids, impaired healing, dysfunctional uterine bleeding, vaginitis, paratubal cyst, vaginal odor, chest pain, uterine bleeding, nabothian cyst, leiomyoma nos, endometriosis, endometrial hyperplasia, dysplasia and endometrial ablation. Previously administered products included for an unreported indication: mirena. Concomitant products included fluconazole (diflucan) and metronidazole (metrogel). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammation (seriousness criterion medically significant), allergy to metals ("nickel allergy/ my allergy did not show a reaction to nickel but showed a reaction to gold sodium") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), pain in extremity ("pain in right big toe"), bacterial infection ("bacterial infections/continuous infections that resembled a bacteria infection/ constant bacteria infections that showed negative on the culture"), dry eye ("dry eyes"), dry mouth ("dry mouth") and bacterial vaginosis ("repeated bv issues"). The patient was treated with surgery (foot surgery exploratory and hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, autoimmune disorder, allergy to metals, dry eye, dry mouth and bacterial vaginosis outcome was unknown and the inflammation, vaginal discharge, pain in extremity and bacterial infection had resolved. The reporter considered allergy to metals, autoimmune disorder, bacterial infection, bacterial vaginosis, dry eye, dry mouth, inflammation, pain in extremity, pelvic pain and vaginal discharge to be related to essure. The reporter commented: patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: vaginal discharge, pelvic pain. Lot number:b06098, manufacture date: 2013-03, expiration date: 2016-03. Concerning the injuries reported in this case, the following ones were reported via social media : autoimmune disorder, dry eye, dry mouth, bacterial vaginosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: fu 4 and 5 processed together. Social media contents received : events added- autoimmune disorder, dry eye, dry mouth, bacterial vaginosis on 2-oct-2019: fu 4 and 5 processed together. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and inflammation ("inflammation in right foot") in an adult female patient who had essure (batch no. B06098) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastritis, neck pain, vaginal itching, excessive menstruation, frequency of menses, fibroadenoma, cystitis interstitial, hemorrhoids, impaired healing, dysfunctional uterine bleeding, vaginitis, paratubal cyst, vaginal odor, chest pain, uterine bleeding, nabothian cyst, leiomyoma nos, endometriosis, endometrial hyperplasia and dysplasia. Concomitant products included fluconazole (diflucan) and metronidazole (metrogel). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammation (seriousness criterion medically significant), allergy to metals ("nickel allergy") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pain in extremity ("pain in right big toe") and bacterial infection ("bacterial infections/continuous infections that resembled a bacteria infection"). The patient was treated with surgery (foot surgery exploratory and hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and allergy to metals outcome was unknown and the inflammation, vaginal discharge, pain in extremity and bacterial infection had resolved. The reporter considered allergy to metals, bacterial infection, inflammation, pain in extremity, pelvic pain and vaginal discharge to be related to essure. The reporter commented: patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: vaginal discharge, pelvic pain. Lot number:b06098, manufacture date: 2013-03, expiration date: 2016-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("inflammation") and infection ("infections"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, inflammation and infection outcome was unknown. The reporter considered infection, inflammation and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Incident . No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.